Event description:
It was reported that the patient wanted to know what ¿on¿ and ¿ok¿ meant on the patient programmer. The patient thought the device was turning itself off or she was accidently turning it off. The patient had been having problems with the device for quite a while and it had not been working well since three months ago. It was noted that the patient had met with the manufacturer representative. The patient was directed to contact her doctor. Additional information received reported that the patient had not reported any event to her doctor and the doctor was unaware of the event or cause.

Manufacturer narrative:
Product ID 37092, lot# 268740001, implanted: 2010 (B)(6); product type accessory product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387s-40, lot# v553423, implanted: 2010 (B)(6); product type lead product ID 3387s-40, lot# v553423, implanted: 2010 (B)(6); product type lead. (B)(4).